Event description:
It was reported that during a da vinci-assisted general surgical procedure, intuitive surgical inc. (Isi) rep. Reported that m-02 message displayed on erbe generator. The issue reappeared after erbe reboot. The procedure was unknown how it was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the failure investigation evaluation, which indicates that the device may have contributed to the customer reported issue.